Event description:
A part of the data matrix tag (dmt) label separated from the sponge after soaking in saline warmer. The issue was discovered at the beginning of the scheduled procedure. The separated part of the label did not come in contact with the pt.

Manufacturer narrative:
A picture of the defective sponge sample was received and it was confirmed that a part of the dmt label did separated from the sponge. All info has been gathered and sent to our sponge MFR for investigation. Investigation is in process. A f/u report to be sent.